Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on the distal conductor (not obstructed). The outer insulation had cosmetic depression.

Event description:
It was reported that lead had no capture along with increasing and high impedances. An attempt was made to explant the lead. It was further reported that a subsequent attempt to explant was completed. It was suspected that the impedance increase and loss of capture was due to either a late dislodgement of the lead or to a broken conductor. No patient complications have been reported as a result of this event.